Event description:
It was reported the lead was replaced due to "lead fallen out of branch." No patient complications were reported as a result of this event. Additional information reported the lead was explanted and replaced due to product performance issues.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. Other : it was reported the lead was replaced due to "lead fallen out of branch." No patient complications were reported as a result of this event. Additional information reported the lead was explanted and replaced due to product performance issues. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, dislodged.